Event description:
Rptr has been diagnosed with mixed connective tissue disease, reynaud's, fibromyalgia, spastic bowel syndrome, and has been declared 100% disabled. Rptr has been having numerous health problems for the past 3 years and can no longer work. Silicone breast implants have ruined rptr's health and life. The polyurethane foam covering has subjected rptr's body to known carcinogens which are toxic to the immune system.